Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Eight used samples were provided for evaluation. The samples were visually evaluated with no defects noted. In an attempt to replicate the reported defect of the air-in-line alarm, all samples were attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during testing. The samples were also leak tested with no leakages observed. Additionally, a measurement of the outer diameter of the pump segment tubing was taken and found to be 0.150in which meets the specification of 0.150-0.154 inches. Based on the evaluation results, the reported defect of air in line was not confirmed. Due to complaints of this nature, an approved project is in place to further address issues of air in line. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: detailed inquiry description 363430 had major air in line issues eight times. Clinicians did the normal trouble shooting to try and complete infusions. Drugs issued occurred with fent, prop, electrolytes, insulin, heparin, and protonix. No injury reported.